Event description:
As stated by the customer 2011-(B)(6): caster comes off. The rotating shaft remains in the leg side. This is because the lower bearing comes off. The lift is within 1 yr of use.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.